Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's wife called to report that the patient was hospitalized on saturday with hyperglycemia and ketoacidosis due to an unspecified pump malfunction. It was reported that occlusions had been displayed on the pump. Patient is still hospitalized, and just today he was stabilized. No adverse event alleged. A request was made for the return of the device.